Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced unexpected shutoff. The customer's blood glucose was 281 mg/dl at the time of incident. The insulin pump received battery failure and no delivery. Troubleshooting was not performed and the device will return for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.